Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when removing the 5f mynx control venous vascular closure device (vcd), the sealant came out with it, preventing proper hemostasis. Hemostasis was achieved by manual compression lasting less than 30 minutes. There was no reported patient injury. There was no damage to the device prior to opening the package. The device was stored and prepared according to the instructions for use (IFU). The device was used in a diagnostic procedure with a retrograde approach. The deployer was mynx certified. A non-cordis sheath introducer was used, specifically a terumo radifocus 5fr sheath. Femoral artery suitability was verified, the vessel type was arterial, the vessel diameter was verified to be at least 5 mm, vessel tortuosity was reported as little, the stick location was the common femoral artery, and there was little peripheral vascular disease or calcium near the puncture site. Device storage temperature did not exceed 25 °c. Button #1 and button #2 were fully depressed, the balloon was fully deflated, and no resistance was noted during use. The device will be returned for evaluation.

Manufacturer narrative:
As reported, when removing the 5f mynx control vascular closure device (vcd), the sealant came out with it, preventing proper hemostasis. Hemostasis was achieved by manual compression lasting less than 30 minutes. There was no reported patient injury. There was no damage to the device prior to opening the package. The device was stored and prepared according to the instructions for use (IFU). The device was used in a diagnostic procedure with a retrograde approach. The deployer was mynx certified. A non-cordis sheath introducer was used, specifically a terumo radifocus 5fr sheath. Femoral artery suitability was verified, the vessel type was arterial, the vessel diameter was verified to be at least 5 mm, vessel tortuosity was reported as little, the stick location was the common femoral artery, and there was little peripheral vascular disease (pvd) or calcium near the puncture site. Device storage temperature did not exceed 25 °c. Button #1 and button #2 were fully depressed, the balloon was fully deflated, and no resistance was noted during use. One non-sterile 5f mynx control vascular closure device was returned for investigation. Visual inspection of the device showed that button 1 was fully depressed and button 2 was partially depressed. The stopcock was found open, with no syringe returned for this evaluation. The sealant was not returned for this evaluation. About the sealant sleeve condition, no abnormal conditions were observed. Additionally, a 5f non-cordis catheter sheath introducer (csi) was returned inserted on the device. The balloon was returned deflated, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. Additionally, it was observed that the conditions of the unit received were different from the conditions received in the decontamination lab, where button 2 was found not depressed at all. An attempt to perform a simulated deployment test was executed; however, it could not be fully performed due to the unit being returned without the sealant. Nevertheless, the balloon inflation and deflation mechanism was evaluated, and no abnormal conditions were observed. Additionally, a complete depression of button 2 was achieved, and the balloon retracted as expected. The reported event of ¿sealant-inaccurate placement-complete¿ was not observed through analysis of the returned device as it was received with the sealant deployed off the device and due to the nature of the complaint. The exact cause of the issue experienced could not be conclusively determined during product evaluation. Based on the information available for review and product analysis, user-related factors (user error) likely resulted in the inaccurate placement of the sealant reported as the device was received by the decontamination lab with button 2 not depressed. Additionally, there were no anomalies noted during complete button 2 depression per the functional analysis. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. Per the mynx control IFU, step 3: remove device, the IFU states, ¿retract the syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site and then lightly grasp the device at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Pick up the device handle and realign with the tissue tract. Depress button #2 to pull the deflated balloon into the device. While maintaining fingertip compression on the skin, remove the device from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved.¿ it should be noted, if button 2 is not depressed, the balloon will not be retracted into the device, which can potentially disrupt the placement of the sealant during removal from the patient. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.